Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed abrasion sleeve abraded through the trilumen insulation below was unharmed, thus, no conducts were exposed. The abrasion is possibly due to lead on lead contact. The lead passed electrical testing. Laboratory analysis could not confirm the allegation of a problem when using the competitor stylet to extract this lead, while an insulation issue was confirmed.

Event description:
--

Event description:
Boston scientific received information that this patient underwent an extraction of this right ventricular lead due to high rate ventricular episodes due to noise on the right ventricular channel. In addition, the lead safety switch was activated and pacing thresholds had increased. During the extraction procedure insulation damaged was noted on this lead and problems were encountered when using a competitor stylet to extract this lead. A portion of the lead was successfully removed wand will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
--